Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that was allegedly in use when a patient expired. The evaluation findings were based on the device data files (significant event logs) and the patient data files that were downloaded from the device. The downloaded significant event logs contain several instances of patient circuit disconnect alarms. These alarms indicate the patient circuit was disconnected from the patient or the device. The longest such alarm occurred on (B)(6) 2016 (the reported day of the event) at 21:29:14 utc and was not acknowledged/reset until 21:45:17 utc with a duration of 966 seconds (approximately 16 minutes). Prior to this disconnect alarm condition, the device was powered off on (B)(6) 2016 at 21:20:26 utc and powered on at 21:29:03 utc. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event log would have contained entries related to the malfunction. The patient data logs contain waveform data that is continuously captured while the device is in use. Patient circuit disconnects are illustrated as significant increases in flow and leak and a significant decrease in tidal volume values. The waveform data is consistent with the significant event logs in determining the time and duration of patient circuit disconnect conditions. Based on the evaluation of the device's significant event logs and patient data logs, the manufacturer concludes the device operated and alarmed as designed to alert the caregiver of patient circuit disconnect conditions. The investigation was based on review of the downloaded device data files and patient data files. The device is unavailable for evaluation at this time.